Manufacturer narrative:
B3: event date unknown. D4: full UDI unknown. G4: 510k unknown. Device evaluation: one device was received. A visual inspection found a degraded dso seal, scratched lcd lens and loose air detector. No problems were found during a review of the event history log. During the functional testing, a high alarm displayed: cassette not attached properly. Customer reported problem was confirmed. The cause of the issue was found to be a defective dso sensor. No repairs were completed as product is no longer supported. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump had a "cassette not attached properly" alarm. There was no patient involvement.